Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced low blood glucose after announcing a dinner meal while using the ilet bionic pancreas with a dexcom g7 cgm, with the lowest cgm value of 64 mg/dl and subsequent confirmation by glucometer at 106 mg/dl after treatment with 15 g oral carbohydrates. Symptoms included hypoglycemia. Outcomes included resolution of the low after oral glucose with no escalation of care. Investigation included troubleshooting and education regarding carbohydrate adequacy for the announced meal and guidance to verify low readings with a fingerstick and to contact support if levels trend down again. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction identified based on user report and response to treatment. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.